Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. A review of the repair records indicate the scope was last repaired on december 4, 2020. The OEM performed the device history records for the concerned device and no abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the report malfunctions could not be conclusively determined. However, based on the physical evaluation the potential causes of the clogged air/water nozzle is due to insufficient or incorrect reprocessing of the scope. As a preventative measure, the reprocessing manual states, - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Also, the instructions for use manual states, - inspection of the air-feeding function . - inspection of the objective lens cleaning function. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The scope¿s nozzle was found to be damaged and clogged. A leak was noted at the gold pins of the scope connector. The angulation of the scope was noted to be low (u,d,r). The movement of the control knob was checked and noted to be loose with play. The cement and glue of the objective lens and light lens were found peeling and worn. The bending section rubber glue was found cracked on the scope cover and insertion tube. In addition, minor dents and scratches were noted the scope cover and insertion tube. The scope¿s cover boot was noted to be loose. The cause of the scope's physical damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event.

Event description:
The customer reported that during an unspecified procedure, there was no air/water flow and air channel was not working correctly. It is unknown if the intended procedure was completed. There was no patient injury reported. In addition, during estimations the scope's nozzle was found damaged and clogged making this a reportable event.